Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device has been simply soaked in a protein remover and has reprocessed with an automated endoscope "reprocessorone" only once a week. This reprocessing is incorrect and may have been insufficient reprocessed (the user may have used the poor reprocessing subject device for next procedure). In addition, the user requested to olympus to instruct the correct reprocessing way. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the lot number and the manufacturing date of the subject device are unknown, olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR). The exact causes of the reported phenomena could not be conclusively determined. [Consideration] -since the subject device was not returned to olympus, the subject device could not be confirmed. It was investigated only with information from the user. -the cause of the reported phenomenon could not be identified. However since it was confirmed that the user reported ¿the subject device has been simply soaked in a protein remover and has reprocessed with an automated endoscope reprocessor only once a week¿, and so it was surmised that the reprocess method was inappropriate or inadequate. If additional information becomes available, this report will be supplemented.